Event description:
Patient here for a CT guided lung biopsy. Guidance is provided with CT scans. Imaging confirmed the biopsy was clearly within the lesion of interest. The radiologist fired/clicked to activate the device in order to take the tissue sample, but no tissue was taken. Multiple attempts to get the tissue were taken, but with no tissue in the device. Radiologist requested a different device and the tissue was then sampled correctly.